Event description:
Anesthesia machine in or room 2 continuously having problems with the draeger anesthesia machine. The last issue was reported on date redacted. The crna noticed that the o2 sat was not picking up before the patient was put to sleep. Sometimes the o2 sat won't pick up at the beginning of the case and sometimes it stops picking in the middle of the procedure. Backup plan is to use a portable monitor to pick up the o2 sat.